Event description:
Senseonics was made aware of an incident where user reported no sensor detected alert which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, RMA was authorized to offer the user a sensor replacement. B4. Date of this report: 12 june 2025. G3. Date received by the manufacturer? 12 june 2025. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.